Event description:
It was reported that during the pta/stenting treatment procedure, the express vascular sd dislodged from the delivery catheter. A crossover approach via the left femoral artery was used due to extreme tortuosity. The target lesion was a transplant renal artery connected to the right external lliac artery. The express sd catheter was advanced through an acute angle and the guidewire was backed out. The express sd catheter was then pulled back when a stent strut caught on the sheath causing the stent to dislodge from the delivery catheter. A microcatheter was advanced through the unopened stent and exchanged with a 0.014 guidewire. Maverick 2.0 mm and 4.0mm balloon were used to dilate the stent. A gazelle 6.0 mm balloon was then used for post dilatation. The patient was reported to have no injuries or complications; however, additional intervention will be required.